Manufacturer narrative:
Original surgery information, lot and catalog numbers are not available. Manufacturing data can not be retrieved without this information.

Event description:
Surgeon wanted to reposition the cup.